Event description:
(B)(6). This case, reported by a consumer who contacted the company to report a product complaint, regards a (B)(6) male (origin not specified). The patient medical history and concomitant medications were not provided. The patient began using insulin lispro (humalog rdna) for the treatment of diabetes via an unspecified sliding scale in approximately 1992. In approximately (B)(6) 2010, the patient began using insulin lispro cartridges via a sample humapen memoir. Since approximately (B)(6) 2010, the humapen memoir pen numbers have stopped showing in the window. The display was blurry and could hardly be read. Parts of the numbers were missing (product complaint (B)(4)/lot 0805c01). When he dialed to 10, for example, he could only see part of the number 1. On the morning of (B)(6) 2010, his blood sugar was 275 (units not provided). His normal blood sugar range was 75 to 150 (units not provided). He did not have another means of taking his insulin on hand, and this worried him. The event outcomes were not provided. Use status of the insulin lispro and humapen memoir were not provided. The training status of the patient user was not provided. The suspect device duration of use was approximately six months. Return status of the device was not provided. Update (B)(6) 2010: additional information received (B)(6) 2010 was processed with initial report. This case was linked to (B)(4).

Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(4) 2010. This report includes final evaluation findings. No additional information is expected. Evaluation summary: the user reported missing segments in the memoir pen's display. The user returned the actual complaint device ((B)(4)) for investigation. A detailed investigation found liquid ingress with a contributing factor of a cracked lcd cable. The liquid ingress resulted in rust, residue and corrosion throughout the pen's assemblies. The liquid that caused the malfunction is unknown. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs, 'if any part of the pen display is missing do not use pen.' It further instructs that if the display is not working correctly to 'contact lilly at xxx-xxx-xxxx or your healthcare professional.' Corrective action cracked lcd cable. Work instructions were updated and training was provided for handling the lcd cable during assembly. These were completed on (B)(4) 2010. Corrective action, liquid ingress: a corrective action has been initiated to redesign the flexible circuit board to improve the protection of the electronic connections. Improper use and storage - the type of liquid is unknown. Therefore, the malfunction cannot be attributed to improper use or storage.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This case, reported by a consumer who contacted the company to report a product complaint, regards a (B)(6) male (origin not specified). The patient medical history and concomitant medications were not provided. The patient began using insulin lispro (humalog rdna) for the treatment of diabetes via an unspecified sliding scale in approximately 1992. In approximately (B)(6) 2010, the patient began using insulin lispro cartridges via a sample humapen memoir. Since approximately (B)(6) 2010, the humapen memoir pen numbers have stopped showing in the window. The display was blurry and could hardly be read. Parts of the numbers were missing ((B)(4)). When he dialed to 10, for example, he could only see part of the number 1. On the morning of (B)(6) 2010, his blood sugar was 275 (units not provided). His normal blood sugar range was 75 to 150 (units not provided). He did not have another means of taking his insulin on hand, and this worried him. The event outcomes were not provided. Use status of the insulin lispro and humapen memoir were not provided. The training status of the patient user was not provided. The suspect device duration of use was approximately six months. The device was returned to the manufacturer (B)(4) 2010. Update (B)(4) 2010: additional information received (B)(4) 2010, was processed with initial report. Update (B)(4) 2010: additional information received (B)(4) 2010, via global product complaint database. Added device specific safety summary and device return date. Updated EU/ca device fields appropriately. (B)(4).